Event description:
The customer obtained a non-reproducible lower than expected vitros trop I es result from a patient sample processed on the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was not reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a non-reproducible false low trop I es result occurred from a patient sample processed on the vitros 5600 integrated system. The performance of the system was evaluated. No analyzer or reagent malfunction was identified as a possible contributor. Additionally, there was no indication that improper sample processing was a contributor of the event. The investigation was unable to determine the root cause of this event.